Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. The customer was advised that sensor is very sensitive to pressure/tension and these can cause inaccurate low readings until released. The customer will call the helpline to upload the insulin pump and do the troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.